Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The rotor was found to misaligned. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the 2dlf was cutting out and not showing the whole image. This occurrence happened since the site had to manually open door. Found that the rotor was not quite aligned. It was able to perform flouro but when performing a 2dlf the sid will show slight cut off on the image. Performed service with users on how to properly open the door manually and check the alignment with the pin.  There was no patient involvement.